Event description:
Litigation papers allege: was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised of the results. Pain and suffering and emotional distress and for economic loss as well as punitive damages

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.